Event description:
A customer contacted global technical service (gts) regarding a check your position alarm during fill 1. The registered nurse (rn) stated one of the other rn's changed out the cassette but not the solution bags. The rn stated there was air inside the patient line. The technical service representative (tsr) informed the rn that when starting over with new supplies, all the supplies need to be change out and not just the cassette. The tsr advised the rn to end therapy and start over with all new supplies and inform the peritoneal dialysis registered nurse (pdrn). The homechoice unit was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance contacted the home patient's nurse on (B)(4) 2012 and she said she was aware of the use error. She said since then the patient has been completing therapy successfully. She said a nurse was going to see him tomorrow. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.